Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 6-jul-2020 lot 123023: (B)(4) items manufactured and released on 2-oct-2012. Expiration date: 31.08.2017. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any other similar reported event since 2016. Additional implant involved: gmk-primary 02.07.0310sf tibial insert std fixed size 3 / 10 mm (k090988) lot. 113005. Batch review performed by medacta regulatory affairs department on 6-jul-2020: lot 113005: (B)(4) items manufactured and released on 31-oct-2011. Expiration date: 30.09.2016. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any other similar reported event since 2016.

Event description:
The patient came in after 7 years and 3 months after the primary surgery reporting pain due to an aseptic loosening of the femoral component and tibial tray. The surgeon revised the femoral component, tibial tray and poly. The surgery was completed successfully.